Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item ch3034 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a to 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where the customer reported that drug could not drip (medication unspecified chemotherapy) during patient infusion. There was no leak reported. The device was replaced and therapy resumed with no further issues encountered. Although there was patient involvement, there was no delay in critical therapy and harm was not reported as a consequence of this event.